Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that cytoxan infusion completed and while the user was shutting off the device fluid was noted on the secondary set and floor. The fluid was leaking from the texium where it's bonded to the IV set and at the secondary set and primary set connection. There was no report of patient or nurse harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.